Manufacturer narrative:
(B)(4). Examination of the returned device revealed breakage. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while putting set together they found the fb tibial tray and the size 5 articulating surface were broken. One of the pegs on the bottom broke off. No surgical delay.